Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer changed the infusion set the morning of (B)(6) 2015 and after 2 hours the insulin pump alarmed no delivery. The customer was away from home and could not change the set. The customer changed the infusion set later in the afternoon and everything was fine at first but then blood glucose level started to rise. The customer contacted the doctor, who advised to go to the hospital. The customer was unable to drive and was taken to the hospital by an ambulance. Blood glucose value was 34 mmol/l; treated with insulin drip. The settings on the insulin pump were correct and the alarm history showed several no delivery alarms for that day. The insulin was not expired and cannulas were not bent. The customer would be calling back to perform the high pressure test after receiving a tubing clamp.